Event description:
It was reported to philips that the system was down due to collimator issue. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.